Event description:
While implanted, a ventricular lead impedance measurement of >3000 ohm was identified. Prior to this, the lead impedance measurements was 740 ohm, and the threshold was 0,5v. The subject device was replaced, and it was reported that the lead impedance was normal.

Manufacturer narrative:
(B)(6) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.